Manufacturer narrative:
H3: the pump and catheter were returned and no significant anomalies were found. Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: 2010-(B)(6) explanted: 2021-(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Method/results/conclusion codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-july-22, additional information was received from the manufacturer representative (rep). They stated there was no pump issue and the patient had a medical event that was unrelated. The patient was lethargic and difficult to arouse. The cause was no determined. The hcp saw the patient on (B)(6) 2020 and they had no symptoms and were doing fine. The patient was doing well and it was being treated as an unknown medical event. The device would not be returned because it "hasn't been determined to be the cause of the patient issue". This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 7.503 mg/day via an implantable pump for non-malignant pain. It was reported that there was a pump issue. The event occurred during servicing. The company representative was called to decrease the pump setting 4 hours post refill. The patient was taken to the emergency room (ER) via ambulance. Intervention included checking the logs for a motor stall. The company representative had interrogated the pump and no alarms or motor stalls were occurring. The pump flow rate was decreased from 7.503 mg/day of morphine to 1.201 mg/day. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been unknown. No troubleshooting / diagnostic tests were performed. Other medications (oral, etc.) The patient was taking at the time of the event included clonidine. It was unknown if the issue was resolved at the time of the report. No surgical intervention was performed or planned. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history were noted as having been requested but were unknown / would not be made available. No further patient complications have been reported as a result of this event.